Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 09/29/2020 investigation conclusion the customer's report of that shortly after all air filters in line filled with air, micro-bubbles were noted again in the 3-way stopcock was not confirmed based on the customer provided sample. The sample showed an absence of air in the line when fully primed. A sample has been received and the root cause could not be identified as the issue was not confirmed. A device history record review could not be performed on model 20038e because a lot number was not provided by the customer.

Event description:
It was reported that the tri-port ext w/3 vlv ports experienced air bubbles/air in line. The following information was provided by the initial reporter: it was noticed at the beginning of the shift that the air filter on the tpn tubing had de-primed (product reference number 2432-0007). The line was disconnected from the ECMO manifold and de-aired by a line team member assigned to a patient in the pod. This occurred twice. Shortly after 2000 micro-bubbles were noted in the distal 3-way stopcock located in line between the manifold and the ECMO pigtail. The stopcock was changed, air was then noted in the manifold, it was changed. At approx. 2030 I came to the bedside where all lines and filters were re-examined. All lines were disconnected individually and de-aired and reattached, new intra lipids were hung with new air filter (product reference4 number 20129e). Within 5 minutes the tpn air filter had filled with air, the line was rehung with a separate air filter (product reference number 10011865) and rehung. Shortly after all air filters in line (# 20129e and 10011865) had filled with air, micro-bubbles were noted again in the 3-way stopcock. All filters were removed from the lines and lines were connected to individual ports on the manifold, thus removing a 3-way line splitter from the troubleshooting. At 2200 ecmoo manager on call was notified of the issue and current fix. At 0245 micro-bubbles were noted at the 3-way stopcock again it was changed again. Air was noted in IV lines post alaris pump infusion chamber. Alaris pump brain and all 4 modules were changed lines were de-aired again filters were added back into line to see if alaris change made a difference. Within 5 minutes all air filters had refilled with air. During the entire shift all troubleshooting ECMO pump venous pressure ranged between 30 and 35, pre and post pressure were 270-290 and 256-273 respectively. All troubleshooting was completed, inspected, and double checked by the nicu bedside nurse, the ECMO bedside specialist, a member of line team, and the in house ECMO primer without resolution for the filters filling with air. Filters de-aired regardless of being held above, below, or equal to the level of the manifold.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tri port ext w3 vlv ports experienced air bubbles air in line. The following information was provided by the initial reporter: it was noticed at the beginning of the shift that the air filter on the tpn tubing had de-primed product reference number (B)(4). The line was disconnected from the ECMO manifold and de aired by a line team member assigned to a patient in the pod. This occurred twice. Shortly after 2000 micro-bubbles were noted in the distal 3 way stopcock located in line between the manifold and the ECMO pigtail. The stopcock was changed, air was then noted in the manifold, it was changed. At approx. 2030 I came to the bedside where all lines and filters were re-examined. All lines were disconnected individually and de-aired and reattached, new intra lipids were hung with new air filter product reference number (B)(4). Within 5 minutes the tpn air filter had filled with air, the line was rehung with a separate air filter product reference number(B)(4) and rehung. Shortly after all air filters in line # (B)(4) had filled with air, micro-bubbles were noted again in the 3-way stopcock. All filters were removed from the lines and lines were connected to individual ports on the manifold, thus removing a 3-way line splitter from the troubleshooting. At 2200 ecmoo manager on call was notified of the issue and current fix. At 0245 micro-bubbles were noted at the 3 way stopcock again it was changed again. Air was noted in IV lines post alaris pump infusion chamber. Alaris pump brain and all 4 modules were changed lines were de-aired again filters were added back into line to see if alaris change made a difference. Within 5 minutes all air filters had refilled with air. During the entire shift all troubleshooting ECMO pump venous pressure ranged between 30 and 35, pre and post pressure were 270-290 and 256-273 respectively. All troubleshooting was completed, inspected, and double checked by the nicu bedside nurse, the ECMO bedside specialist, a member of line team, and the in house ECMO primer without resolution for the filters filling with air. Filters de-aired regardless of being held above, below, or equal to the level of the manifold.